Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was impacted reported to be between 448-600 mg/dl. The customer took a manual injection to stabilize high blood glucose level. It was reported that the customers health care provider prescribed apidra to be taken as a manual injection. The customers health care provider advised customer to go to the hospital if blood glucose levels were not stabilized. However, customer was able to get blood glucose levels under control and did not go to the hospital. It was indicated that the customer would use manual injections as alternate insulin therapy.